Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had power error. The blood glucose level was 398 mg/dl. The customer stated that the pump was continuing to get power error detected even though they had deemed pump as no functioning. The product will return for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. Device trace download analysis confirmed the device alarmed power error due to j6 connector resistance issue. No unexpected low battery alarm noted. Device battery cap function properly.